Manufacturer narrative:
The insulin pump had intermittent button response due to flattened escape and act button dome switches. However, the insulin pump passed all functional testing. No button error alarm was noted during testing. No moisture damage was found inside of the insulin pump. The insulin pump was received with a cracked case at a display window corner, cracked battery tube threads, a broken reservoir tube lip, a cracked belt clip slot, minor scratches and cracks on the display window.

Event description:
Customer reported that the insulin pump returned a button error alarm. Customer reported that the insulin pump was recently exposed to rain. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).